Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as lens was not implanted. Section d6b - explant date: not applicable, as lens was not implanted. (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the preloaded intraocular lens (iol), it did not come out of the cartridge properly. In the process, the tip of the cartridge was also found to be deformed. No patient injury was reported and no further detail was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: feb 28, 2024 section h3 - device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint simplicity revealed that the cartridge was cracked, and the cartridge tip was cracked and damaged. Viscoelastic was not observed to be distributed throughout the cartridge indicating that an inadequate amount was used which could contribute to a device advancement issue. The lens module and handpiece were evaluated, and no issues were observed. A photograph provided by the customer was evaluated. The photograph shows the suspect cartridge, and the cartridge tip damage can be observed. The complaint issue "cartridge tip cracked/damaged" was identified during photograph and product evaluation. The observed "cartridge crack" and "cartridge damaged" is similar to the reported complaint issue . However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "device advancement issue" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: a photograph provided by the customer was evaluated. The picture shows the suspect cartridge and the cartridge tip damage can be observed. Due to no product being received, no further evaluation could be performed, and no further issues were identified. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue "device advancement issue" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.